Manufacturer narrative:
(B)(4). D10: anaverse glenoid taper, #item 01.04440.078, #lot 3027259. Humeral stem, #item unknown, #lot unknown. Humeral head, #item unknown, #lot unknown. Unknown liner, #item unknown, #lot unknown. Anaverse screws, #item unknown, #lot unknown. Therapy date: (B)(6) 2025. G2: foreign country switzerland. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left total shoulder arthroplasty implanted, approximately 11 years post implantation, it was revised due to pain. During the revision, the surgeon noted inferior notching on the poly and resected a massively hypertrophic scar. The loose glenosphere along with the baseplate and screws were replaced with a bipolar head and liner. The humeral stem was found stable and left intact. No intraop complications were identified. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h5,h6. Corrected: d4, h6 (device code(s)). The metal cup, the polyethylene liner, the head, the adapter, the baseplate and the screw were returned for investigation. The adapter and the baseplate together with the two screws are still assembled with the head. The baseplate was returned without any trace of the coating (sleeve) and the final peg (screw fixation for the sleeve). The tip of the baseplate is worn on one side. A review of the device manufacturing records confirmed no abnormalities or deviations for the baseplate. Review of the complaint history for the baseplate found no additional related complaints for this item and the reported part and lot combination. It was reported that a patient had an initial left total shoulder arthroplasty implanted. Subsequently, the patient was revised 11 years later due to pain. During the revision, the surgeon noted inferior notching on the poly and resected a massively hypertrophic scar. The loose glenosphere along with the baseplate and screws were replaced with a bipolar head and liner. The humeral stem was found stable and left intact. No intraop complications were identified. Two views of the left shoulder demonstrate a reverse total shoulder arthroplasty with implant in place. Multiple hyperdense foci throughout the joint space suggests possible metallosis. No bony fracture. Single view of the left shoulder demonstrates a left total shoulder arthroplasty with surgical drain seen suggesting recent surgery. Multiple hyperdense foci within the joint space could indicate prior implant fracture or metallosis. The reported glenosphere loosening is most likely related to the screw fracture and disassociation and / or fracture of the coating sleeve, though the sequence of events is unclear. The coating sleeve likely broke into several pieces at some point, seen as multiple hyperdense foci on x-ray. Loosening may also be linked to inferior notching and polyethylene wear, which could either have contributed to or resulted from the loosening. As the cause is likely multifactorial, involving both patient- and procedure-related factors, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.